Manufacturer narrative:
Additional narrative: additional product code: jey. Complainant part is not expected to be returned for manufacturer review/investigation. Part 04.503.224.04c, lot 296p766: manufacturing location: monument. Manufacturing date: august 05, 2021. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported the screw¿s body broke. The surgery went well with replacement screw. The surgery completed successfully with a delay of unknown length. This report is for a matrixmidface screw. This is report 1 of 1 for (B)(4).